Event description:
While performing a field correction on the heart/lung console, the technician reported that after installing a new power supply and power manager, he powered up the base and found a failure message on the ps1 that displayed "status 1 failed". This indicates that the power supply did not function properly. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.